Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation surgery with an unspecified saline breast implant experienced deflation post procedure. As a result, patient underwent bilateral removal and replacement with two 420cc mentor saline smooth round high profile saline breast implants on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation surgery with an unspecified saline breast implant experienced deflation post procedure. As a result, patient underwent bilateral removal and replacement with two 420cc mentor saline smooth round high profile saline breast implants on (B)(6) 2022.

Manufacturer narrative:
On february 22, 2022, mentor became aware that the impacted reported is non mentor. Therefore, no further MDR reports will be submitted. Manufacturer¿s reference number: (B)(4).